Event description:
Related manufacturer reference number: 2017865-2021-39900. Related manufacturer reference number: 2017865-2021-39901. It was reported that the patient presented in clinic due erosion at the site of the pocket. It was noted that the pacemaker (pm) system was also infected. The entire pm system was explanted. The patient was stable throughout the procedure.